Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering on. The machine produced a beeping sound when powered on, but no lights illuminated. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on, despite verification of proper 120 volt power at the outlet, and no indicator lights were present on the communication sled. A field service engineer (fse) replaced the failed docking board and allowed the station to boot successfully. After the station reached the application, cubie drawers 2.1 and 2.2 were found to be not detected on the bus, voltage testing confirmed both drawer controller boards were within range, leading to replacement of the pyxisbus module controller. Following this replacement, drawer communication was restored and the station operated normally. The system functioned as intended after the field service engineer repaired the device.